Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.